Event description:
It was reported that, approximately seven months post implant, the implantable pulse generator (ipg) exhibited gaps in the lead trends that were due to arrhythmias that were occurring. It was also reported that the right atrial (ra) lead exhibited undersensing. It was noted that there was no performance issue against the ipg. The ra lead was reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.